Manufacturer narrative:
On receipt of the device at heartsine the history or memory logs could not be downloaded. A test pad-pak was inserted into the device. The device could not be powered up and all instructional leds remained lit. The status led continued to flash red and the device emitted a failure chirp. This confirms the reported fault. The device was then disassembled for investigation. With a test pad-pak installed the power supplies on the pcba were measured and all found to be consistent with a known good device. The microprocessor was then reflowed and the history and memory logs were then able to be downloaded. The pad-pak was first installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. Multiple manual power ups some of ten minutes duration were observed in the device memory between (B)(6) 2014. Investigation found this fault can be contributed to membrane failure. The ten minute time outs would confirm a failing membrane. The device was returned with a reported fault of red status indicator flashing and all leds lit. The fault was witnessed on receipt at heartsine. Furthermore the membrane failure is also likely to have resulted in the device history and memory logs being unable to be downloaded due to the microprocessor failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Event description:
There was no patient involved in this event. Red status indicator flashing. All leds lit.